Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn. Please reference medwatch reports 1218058-2023-00051 and 1218058-2023-00052 for similar events reported from the same customer.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The electrodes were put through continuity testing without duplicating the report. Visual inspection of the pads found a good amount of hair and signs of discoloration on the edge of the tins. However, there were no signs of damage, arcing or burns found. The pads were scrapped. The proper application and removal of adhesive products will minimize the potential for skin damage. The instructions for use for the pro-padz electrodes provides instructions on proper skin preparation and electrode applicaton and instructs users to take the necessary precautions to reduce these factors. Due to several events at this facility of a similar nature, a zoll representative has been sent to this customer account to provide additional training on patient preparation and proper application of electrode pads. No clinical data was provided for review. Analysis of reports of this type has not identified an increase in trend.